Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged connector was confirmed with the provided reference photos of mobile power unit. The provided reference photos captured the separation of the sleeve around the connector. A root cause of the damage could not be determined during the evaluation. Similar issue is being tracked and monitored. Additional information communicated on (B)(6) 2022 indicated mobile power unit is not returning at this time. The patient is using a loaner mobile power unit. To date, the mobile power unit associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to inspect equipment that includes the mobile power unit. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) had damage. The plugs on the mpu seemed to be separating from the cover. The patient was given a loaner mpu.